Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. The noise was reproducible in clinic. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, d7, h1, h6.

Event description:
New information notes that the lead was explanted and replaced on 15 dec 2020. The patient was in stable condition.